Event description:
It was reported intermittent occlusion alarms occurred. The event resulted in the customer's blood glucose level to display as "high," with the specific value unknown. To address this, the customer administered a correction bolus via the pump and resumed insulin delivery without changing any supplies, instead opting for smaller boluses to avoid further occlusions. However, clinical troubleshooting has been exhausted, a replacement pump was sent to the customer.